Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation issue was confirmed through other observations. Based on a visual/dimensional/functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for deflation failure reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a mildly tortuous and 90% stenosed lesion proximal to the left anterior descending (lad) artery. A 2.5 x 15 mm tenku was used for pre-dilatation. A 3.5 x 23 mm xience xpedition stent was deployed at the lesion and post-dilatation was performed with the stent delivery system (sds) at 16 atmospheres. After intravascular ultrasound (ivus), kissing balloon technique was performed with the same sds in the lad and the tenku in the 1st diagonal. An attempt was made to deflate both catheters and the tenku deflated; however, the sds could not be deflated. St elevation was noted, so a non-abbott peripheral guide wire was used to rupture the sds balloon and the device was removed from the anatomy. The procedure was completed at this time. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: tenku 2.5x15; guide wire: sion blue; inflation: guide cath: heartrail. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.